Event description:
Initial potassium result of 14.34 mmol/l. Same sample repeated recovered 8.70 mmol/l. Same sample repeated again recovered 8.75 mmol/l. The initial result was not reported. The field service representative was unable to determine cause.